Manufacturer narrative:
Engineering evaluation could not be performed as the device remains implanted. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment, thrombosis or thromboembolic event resulting in clinical sequelae. A review of the manufacturing records for the device verified that the lot met all prerelease specifications.

Event description:
It was reported to gore that a 44mm gore® cardioform asd occluder was intended to be used to treat a patient with an atrial septal defect (asd) measured 26 mm, on (B)(6) 2021. During the first loading of the device, immediately after the flushing, the physician felt a very high resistance, but he could succeed. At the end the procedure went well with no problems. One (B)(6) 2021, it was reported that a small pericardial effusion was detected during the tee before the start of the implant procedure. It is unknown to gore whether the patient received any treatment for it. Immediately after the implantation, the right disc seemed to be thicker than usual. No problem was reported regarding the atrioventricular valves, other cardiac structures, and no residual shunt was detected. The physician decided to leave the occluder device in-situ and planned to follow-up with the patient one day post-implant as well as 2 weeks post-implant. One day after the device implant, it was shown that the device had the exact the same dimension as of the day before. 2 days after the implant, the patient suffered from fever. One week post-implant, the patient suffered from atrial fibrillation. 2 weeks post implant, the profile of the right disc still appears thick, however the device appears stable and no shunt is detected. Due to the atrial fibrillation, the patient was put on anticoagulant therapy on (B)(6) 2021. On (B)(6) 2021, it was reported to gore that the anti-coagulation therapy was successful. The device profile is now flat. Due to this outcome, the physician concluded that there was a thrombus inside the right disk.